Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 501 mg/dl. The customer had not addressed the elevated bg at the time of report, and did not require assistance from a thrid-party. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.